Manufacturer narrative:
The suspect driver was returned to the manufacturer for evaluation. Visual inspection found that the tip of the driver was broken off. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. This device is included in the medical device field correction notification, "potential for instrument breaking ¿ medtronic navigated solera screwdrivers" (september 2015). The revised instructions for use (IFU) were also provided with the notification.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the driver being used was stripped and could not fully tighten the screw being used. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.